Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was obstructed due to a competitor guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was inserted, the guidewire became stuck inside the lead. The lv lead was removed and a new lv lead was placed. No patient complications have been reported as a result of this event.